Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type recharger; product ID: 37791, serial# unknown, product type recharger. Analysis of the desktop charger serial (B)(4) was not completed. The device was scrapped due to pieces missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient's recharger cord was frayed. The recharger was unable to be charged as it was noted that the desktop charger connector was bent and a little loose. Due to being unable to charge their recharger, the patient was unable to charge their implant. They reported their stimulation stopped and they were in pain because of this. This was not an out of box failure, the patient was sent replacement components. No further complications were reported or anticipated.